Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Macroscopic examination confirms tip breakage of one side of screwdriver shaft. Microscopic examination of fracture reveals a quasi-brittle fracture with no indication of torsion or fatigue. Additionally, river lines suggest the direction of fracture and provide evidence of overload. The fracture on one side of the instrument, in addition to the nature of the fracture suggest bend stress overload. A review of the device history records did not identify and applicable nonconformance to specification.

Event description:
It was reported that the tip of the screwdriver broke while removing a screw. The tip of the driver was removed from the pt. No pt complications were reported.